Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report moderate to severe mitral stenosis that was observed after the clip was implanted and required unspecified intervention. It was reported that the patient had aortic valve replacement surgery and then presented with heart failure and severe mitral regurgitation (mr) with a grade of 4, secondary to chordal rupture and posterior flail. The plan was to perform a mitraclip procedure and then allow her to recover as a bridge before performing a surgical mitral valve replacement (mvr). On (B)(6) 2015, the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 1+; however, moderate to severe mitral stenosis was observed (approximately gradient of 8-10). The treatment for the mitral stenosis is unknown at this time. The patient was followed closely by the heart failure clinic until it was felt that she could undergo the surgical mvr, which was successfully performed on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, it is possible that the patients prior conditions caused the mitral stenosis; however, based on the information provided, this cannot be definitively confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.